Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced self limited bleeding and a urinary tract infection after insertion of the 22 fr catheter. The patient was treated with a prescription antibiotic for the uti in the emergency room.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the patient experienced self limited bleeding and a urinary tract infection after insertion of the 22 fr catheter. The patient was treated with a prescription antibiotic for the uti in the emergency room.